Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported patient underwent a knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013, due to a tibial fracture. The femur, tibia, tibial bearing and patella were removed and replaced with a femoral, tibial tray, bearing and stem.